Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Fourteen unused samples in original packaging were returned for evaluation. Samples were visually evaluated, and no defects were observed. All samples were leak tested with passing results. Based on the evaluation results, the product met internal specifications. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during treatment using the streamline bloodline set for dialog, two different lines of bloodlines kind of exploded - abruptly broke apart during treatment. She stated that she was not sure if there was weak spot in the line but blood got everywhere on the floor, on the patient and on the product.